Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. A general reagent-specific issue was unlikely since calibration and qc data were acceptable the investigation determined the provided pictures of the rinse unit showed different kinds of dirt, crystals, red microbial contamination, and rust on the screws/metal pieces, which were consistent with insufficient maintenance.

Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 503 analytical unit. Example 1 initial result was 3.8 mg/dl. The repeat result was 9 mg/dl. The repeat result from a cobas pro2 analyzer was 9.7 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). Dirt was observed on the rinse station. The investigation is ongoing.